Manufacturer narrative:
The device was returned for evaluation and had been used for treatment. There was a relationship found between the returned device and the reported incident. Visual inspection under magnification shows extensive electrode wear and it appears the top portion of the electrodes have been detached. There is dried tissue and discoloration present on the tip. The saline line has been severed prior to being received for evaluation. There are no manufacturing abnormalities visually observed with the returned device. The wand was activated in a beaker of saline solution at the default and max settings and plasma was observed on the remaining electrodes. The suction line was tested and performed as intended. A syringe was used to test the saline line and saline flowed through out the line without any hesitation. The complaint has been visually verified and the root cause could not be determined with confidence as a number of factors can lead to electrode damage and wear and tear. The wand tip may have come into contact with another metal object, mechanical displacement of tissue through applied force, using set points higher than the default settings or using the wand for an extended period of time. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a tonsillectomy a small piece of the tip broke inside the patient. The piece was removed with forceps and a backup device was available to complete the procedure with no delay or patient injuries.